Event description:
The customer reported a malfunction with the pump, identified as malfunction code 199, which indicated a problem with the device. There was no information available regarding whether the issue affected the customer's blood glucose level. Technical support planned to replace the pump, and the customer would use manual injections as backup therapy. The warranty for the pump was confirmed, and the customer was instructed on how to return the device using a pre-paid label.